Event description:
It was reported that the rv lead was explanted due to low lead impedance and inner insulation degradation that was confirmed via testing. The patient was noted to be short of breath prior to surgery. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators separated; distal segment returned for analysis. It was reported that the rv lead was explanted due to low lead impedance and inner insulation degradation that was confirmed via testing. The patient was noted to be short of breath prior to surgery. No further patient complications were reported as a result of this event. Device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination insulation degradation/deterioration insulation device was out of specification in a manner that relates to event insulation, hole(s) in impedance, low.